Manufacturer narrative:
The suspect device was not returned to olympus. Additional information was provided by the user facility, after the initially reported event, that the problem was resolved through troubleshooting and the suspect device would not be returned. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that the video connector socket was faulty, causing intermittent image. . There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned for inspection. The cv-170 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[5.3 connection of an endoscope]. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.